Event description:
A report of the patient experiencing excessive urination was received. The doctor ordered tests to determine the cause and prescribed medication to the patient to relieve the symptoms.